Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The patient reported problems with their pump that happened in the past. No interventions, symptoms, drug or outcomes were reported. Further follow-up is being conducted to obtain information. If additional information is obtained,a follow-up report will be sent.